Manufacturer narrative:
One medfusion pump was received with the top case chipped and cracked. The left and right plunger cases were also damaged. The event history log was reviewed and there was a force sensor error in the history. Flow test was conducted and the reported issue was able to be confirmed. One of the mounts for the left plunger case was broken due to case damage. This issue is a result of the customer's physical damage to the device. The left plunger case was replaced to resolve the issue. The force sensor and plunger cable were replaced as a preventative measure since the parts were over 10 years old.

Event description:
Information was received indicating that a smiths medical medfusion pump had a forced sensor begin test alarm. There was no patient or clinical injury.